Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had multiple cubies that did not open. When the field service engineer (fse) arrived, nothing was functioning as expected. After checking the event log in remote smart service, the fse found multiple pocket failures in drawer 5-1, the enhanced half-height cubie drawer on the main unit. Failures were recorded in rows a, b, c, and d, along with row board not present errors and drawer failed to open errors. The fse inspected the drawer and discovered a severely worn retractor cable on drawer 5-1. The retractor band was replaced, and the hard stop screws were tightened. All pockets were tested for open and close and eject functionality. The fse also checked under the pockets for foil debris. During maintenance, the fse noticed that the keyboard cover had multiple letters worn off and a small tear, so the keyboard cover was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were not opening, and the drawer was giving require maintenance error. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from alternative workflow. There were no adverse events or injuries reported based on this event.